Manufacturer narrative:
Product ID 3888-56, lot # v215937, implanted: (B)(6) 2009, product type lead; product ID 3888-45, lot # v238364, implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37082-20, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
It was reported that a patient only saw her healthcare provider (hcp) twice, once to implant the device and once to remove it. The reporter stated that the patient tried to see the hcp for three years to get the device adjusted and "they couldn't do anything." It was reported that if the device "was put in right" it may have worked for the patient. The device was explanted in (B)(6) 2012. No further information was reported.

Manufacturer narrative:
(B)(4).